Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on august 7, 2019. 5fr sheaths were initially inserted under ultrasound guidance. A pre-deployment angiogram was performed.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon the use of the angio-seal vip device, the anchor seemed to deploy as normal, however when tamping the tamper tube down, it gave no resistance, as if there was no collagen plug there. The device failed and the patient developed a hematoma. Manual pressure was applied and there were no further issues. The patient was reported to be in stable condition. The procedure outcome was successful.